Event description:
The following has been reported: nurse reported: "screen says service needed and wont allow continuation of use patient harm: no a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up with state 1 alarm. Unable to perform mock infusion due to error. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge/hardware tests, unit passed. The air compressor will be removed and replaced during repair process before being sent to the test line for full functional testing.